Manufacturer narrative:
It was reported that the clinical study patient was hospitalized and underwent a washout due to an infection. The affected legion oxinium femoral component, genesis ii resurfacing patellar component, journey ii articular insert and genesis ii tibial baseplate were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that the reported infection sustained less than one month after implantation was most likely due to a post-surgical complication. There is no evidence to support our device contributed to the reported infection. The patient impact beyond the washout cannot be concluded. No further clinical assessment is warranted at this time. Without the return of the actual product involved and no patient lab results available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Additional information on date rec¿d by MFR. Correction on initial reporter name and address:.

Event description:
It was reported that the patient was hospitalized and underwent a washout due to an infection

Manufacturer narrative:
Correct description and country of origin. Added product code, part number, batch number and 510k.

Event description:
It was reported that the patient was hospitalized and treated with an unspecified invasive or surgical procedure due to an infection.